Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient was helping her father move some heavy furniture or boxes, and the stimulation pattern changed from the lower back and legs to only the left leg and back, with new stimulation in the abdominal area. Impedance measurements were normal, except for contact 0 which was not being used. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).